Manufacturer narrative:
(B)(4).

Event description:
It was reported that when they were trying to read the pump, the programmer was saying ¿no magnet found¿, so they couldn¿t interrogate the pump. They had tried several times and thought maybe it was just the programmer, so they had a courier bring over another programmer from another office and it did it again. Then the doctor came in and did it and it did it again. They had closed out of everything and gone back to the home screen on the programmer each time. They planned to try it again when the patient came out of the restroom and ensure that they were selecting synchromed ii on the programmer. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID *unkcath, serial # (B)(4), implanted: (B)(6) 2007, product type; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).